Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator printed circuit boards were reseated and the voltages were verified. The filament was calibrated and the new values backed up. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system intermittently displayed filament regulator error messages on the c-ram display which were resolved by depressing any button. No pt injury was reported.